Manufacturer narrative:
This event occurred in (B)(6). The customer had received an abnormal low signal warning during the measurement of the samples. The field service representative (fsr) replaced the pinch valves. The customer had no further issues following the service visit.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. Patient 1 initial result was 3 ng/l. The repeat result was 41.4 ng/l. Patient 2 initial result was 98.4 ng/l. The repeat result was 1579 ng/l. Patient 3 initial result was 8.15 ng/l. The repeat result was 182 ng/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The troponin t hs reagent lot number was 429178. The expiration date was not provided.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event.